Event description:
A letter to the editor of the international journal of cardiology entitled "administration of intrapericardial tissue adhesive after cardiac rupture and cardiac tamponade" describes the use of pericardial drainage followed by intrapericardial application of bioglue in patients who presented cardiac tamponade and shock after cardiac rupture. This is an unapproved used of bioglue. The letter states, "...this technique could be useful for emerging patients or those for whom surgery is contraindicated." The letter also concludes that this technique "should be studied for its possible utility when faced with surgical impossibility." However, the letter states that one of the nineteen patients died after bioglue was injected into the right ventricle. The product instructions for use states "do not expose valve leaflets or intracardiac structures to bioglue." And "do not allow bioglue in either the uncured or polymerized form to contact circulating blood." Bioglue is also contraindicated for intravascular use.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.